Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that no drawer had failed. Upon arrival, no problems were detected by the field service engineer, except that the drawer 3.1 and 3.2 cubies were missing. A hardware test was run and the application passed successfully. The customer completed inventory checks multiple times, and no issues were found. The system functioned as intended after the field service engineer investigated the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 3.1 and 3.2 were failed and heard some clicking noise while opening. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.